Event description:
It was reported that the patient presented with the pocket infection and the system was replaced. Cultures collected from the pocket and were negative for any bacterial growth. An allergic reaction was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.